Manufacturer narrative:
During quality investigation, smoking was noted. Further investigation revealed a damaged motor, bearing and other subcomponents. The motor bearing along with the subcomponent parts were replaced; the device was repaired and returned to the customer.

Event description:
The tps universal driver was sent in for repairs and smoking was noted during the quality investigation testing. There was no pt involvement and no adverse consequence was associated with the event.